Manufacturer narrative:
Result: faulty acme nut in the motor.

Event description:
It was reported by service report that the scale and the foot-end lift motor were not functioning. No adverse consequences have been reported.